Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire the clip could not be could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to deploy the clip appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide resulting in damage to the garage leaves and further interaction with the carrier, thus, prevented the clip to be released from the carrier. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a neurological embolization procedure. Reportedly, after splitting the sheath, the trigger button was attempted to be pushed down; however, it would not push in. The safety releases were all released. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.